Event description:
Pt was born two months premature with a congenital heart defect. In 2005, he underwent open heart surgery. He was hospitalized for approx 5 1/2 months and was discharged home just two weeks ago. Pt was sent home on moisturized oxygen as his lungs were compromised post heart surgery and an extended time on a ventilator. A facility was contacted to supply the home oxygen equipment. A rep delivered the respironics refm600 oxygen concentrator. Originally, the bottle containing the water was securely affixed to the outside of the oxygen unit. However, this caused an accumulation of condensation in the flow meter, resulted in a malfunctioning flow meter. Another technician was dispatched to home wherein he removed the affixed water container and left it free standing next to the oxygen unit. He stated that the previous technician had installed the water container incorrectly. Rptr was visiting pt at his home. They had just placed him in a swing when they noticed that the pt's eyes roll up and he appeared to be in distress. He was unable to make any sound. Suddenly, water came rushing out of his nose. Rptr ripped off the nasal cannula that had been securely affixed with medical adhesive to both of his cheeks. A steady flow of water poured out of the nasal prongs. Until rptr was able to remove the nasal cannula, water was being forced down in pt's throat and into his airways. It was subsequently discovered that the free standing water container attached to the refm600 oxygen concentrator had fallen over and was forcing the water through the cannula. There was no alert, alarm, or automatic shut off. There was no manufacturer warning on the equipment that this situation could occur. The supplier rep never mentioned that this horrifying event coukd happen. In fact, every night the oxygen container is moved into the parent's bedroom when the pt is put into his bassinet. Numerously, this free standing water container was placed on the carpeted floor next to the bassinet. Rptr is horrified and outraged at what could have happened had this container fallen over during the night. Rptr's begging FDA to recall this home medical device and design a unit that is safe for all patients. This pt was helpless and was not able to remove the nasal cannula.